Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, based on the previous follow up battery longevity was 2.5 years which caused the clinic technician to feel there was an unexpected battery drain. For the head technician and physician, the current behavior of the device was known and the device elective replacement indicator was normal. There was no allegation by the physician against the device. The programmer had battery longevity data anomaly issue. The patient was stable prior, during and post event.